Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had white lines on the display after start-up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noted that no alarms were logged in the iabp log files in association with the reported event. The fse observed the reported issue and replaced the video received board. It was observed that the issue was resolved after the video receiver board was replaced. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had white lines on the display after start-up. There was no patient involvement, and no adverse event reported.